Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited undersensing. The patient was stable.

Event description:
New information received noted that programming change was made.